Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, patient was trained by a nurse, they tried peristeen irrigation twice with no success. The first time, catheter had been ejected with inflated balloon. The second time, balloon imploded and there was blood. Patient made the irrigation by himself, and pump one and a half. According to the patient, he saw his gastroenterologist who diagnosed an intestinal infection due to the balloon.